Event description:
The rep reported the device was used during a hartman's reversal colostomy take-down. It was reported the cdh33 head of anvil did not attach securely. They dialed down and fired anyway. The knife cut but the staples did not form properly. They attempted to hand sew and could not take down the colostomy. The pt will have to be rescheduled for further take down surgery.